Event description:
The customer stated that the device showed a speaker malfunction inop and there were no audible alarms. No pt harm was reported.

Manufacturer narrative:
(B)(4): the customer stated that the device showed a speaker malfunction inop and there were no audible alarms. No pt harm was reported. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.